Event description:
It was reported that the continuous glucose monitor (cgm) graph was missing the cgm high alert line. During troubleshooting with tandem technical support, the issue was resolved and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 162-163 mg/dl.

Manufacturer narrative:
Device not returned.